Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon ruptured during use. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results code - a conclusive root cause could not be determined for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast visible on the shaft and in the inflation lumen and balloon. The balloon appeared to have been previously inflated. There was a longitudinal rupture starting at the proximal end of the proximal marker for a length of 8 mm distally. There were no scratches found. There was no damage noted to the balloon catheter. The balloon catheter was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, the patient anatomy was not reported, which may have aided the investigation. The catheter was returned with blood and contrast visible in the inflation lumen and in the balloon, which is consistent with the reported rupture and use of the device. The balloon was also partially inflated, indicating that the device had been pressurized during the procedure. The analysis confirmed that there was a longitudinal rupture located in the middle of the balloon between the markers. The sem analysis of the balloon rupture revealed that there was tearing evident on the inner surface of the balloon, which can occur as a result of a material/process discrepancy or high stress applied to the balloon materials. However, since the pressure at which the balloon rupture occurred was not reported, it is unknown how this may contributed to the difficulties experienced. Although, a conclusive root cause for the reported balloon rupture could not be determined, a field discrepancy notice (fdn) has been initiated to further investigate if the manufacturing process may have contributed to the balloon rupture. This investigation will be documented and tracked in the fdn report. This MDR is considered closed by the product performance group.